Event description:
It was reported that a second infusion was set up to administer pemetrexed 800mg/100ml to be infused over 10 minutes via secondary IV set. The infusion programmed in guardrails, rate ¿600¿ and vtbi ¿100.¿ the medication received from the pharmacist on a secondary IV set configured with a bd phaseal infusion adapter c100 attached to the IV bag and a bd phaseal luer lock n35 attached to the distal end of the IV set. The clinician attached a bd phaseal luer lock connector c35 prior to attaching the infusion. After pressing start, concurrent flow was observed. The clinician added a second hanger to lower the primary infusion and concurrent flow issue was resolved. At the conclusion of the programmed secondary infusion, the clinician restored the secondary programming and entered a vtbi of 10ml, 11ml, and 5ml to infuse remaining volume in the tubing to the end of the secondary IV set. The event occurred at an outpatient oncology facility. The event was observed by bd representative during their site visit. Best practices and additional education with regards to infusion were provided by bd representative to the clinicians. There was patient involvement but the information on patient impact is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a second infusion was set up to administer pemetrexed 800mg/100ml to be infused over 10 minutes via secondary IV set. The infusion programmed in guardrails, rate ¿600¿ and vtbi ¿100.¿ the medication received from the pharmacist on a secondary IV set configured with a bd phaseal infusion adapter c100 attached to the IV bag and a bd phaseal luer lock n35 attached to the distal end of the IV set. The clinician attached a bd phaseal luer lock connector c35 prior to attaching the infusion. After pressing start, concurrent flow was observed. The clinician added a second hanger to lower the primary infusion and concurrent flow issue was resolved. At the conclusion of the programmed secondary infusion, the clinician restored the secondary programming and entered a vtbi of 10ml, 11ml, and 5ml to infuse remaining volume in the tubing to the end of the secondary IV set. The event occurred at an outpatient oncology facility. The event was observed by bd representative during their site visit. Best practices and additional education with regards to infusion were provided by bd representative to the clinicians. There was patient involvement but the information on patient impact is unknown.